Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, bench handling, and power cycling without duplicating the report. An internal inspection resulted in no findings to support the customer's report. The device was recertified and returned to the customer. There were no logs available to review. No trend is associated with reports of this type.